Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 800ar system. The fse inspected the analyzer and found sodium (na) reference (ref) electrode had a bubble on the face of the electrode. The fse attempted to remove the bubble but was unable to remove bubble. The cause of the failure was identified as na ref electrode. The fse replaced the na ref and proactively replaced na measure electrode which resolved the issue. No further issues were noted. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported intermittent low sodium (na) patient results and quality controls involving the dxc 800 ar system. The customer indicated eighteen (18) false low na patient results were released outside the customer's laboratory. The customer did not provide patient demographics, and the exact number of patients affected is unknown. There was no report of change to treatment, injury, or death associated to this event.